Event description:
The ventricular lead was not sensing or capturing appropriately. The impedance had increased dramatically. The pt was taken to the catheterization laboratory. A new ventricular lead was inserted as well as new pacemeker. The pt was discharged in 2000, with no further complications.